Event description:
Philips received a complaint by the customer on the v60 indicating that the device was getting a battery fault, while expected behavior was limited functionality. The device remained operational for diagnostic or operational purposes. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed reported problem. The repair steps included troubleshooting the battery, with a spare part identified as v60 battery. The issue occurred during extended display or workstation/peripheral operation (ups/patient monitoring/ECG), marking a first occurrence. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort response, it has been confirmed that the device displayed error code 1124 ¿ ¿check vent: battery failed.¿ when the battery was removed, no error messages were shown on the device, and a replacement battery is currently being awaited. The device did display a ¿battery failed¿ alarm, and based on the manufacturing date, the battery is more than five years old. The investigation is ongoing. Per v60 service manual: recommended replacement every 5 years based on the date of manufacture recorded on the battery label.

Manufacturer narrative:
Per good faith effort (gfe) response, it has been confirmed that the device displayed error code 1124 ¿ ¿check vent: battery failed.¿ when the battery was removed, no error messages were shown on the device. Based on the manufacturing date, the battery is more than five years old. It has been confirmed that the device was repaired and restored to full functionality. Following the repair, the device successfully passed all performance specification testing, which was verified through confirmation of full operational functionality. Per v60 service manual: recommended replacement every 5 years based on the date of manufacture recorded on the battery label. The investigation concludes that no further action is required at this time; however, the complaint file will be reopened if additional information becomes available.